Event description:
During an exchange of a guiding catheter in an effort to gain more guide support, the j-wire pierced the intima of the right femoral artery and was extended to the distal aorta. Angiography confirmed this and the procedure was aborted. Pt was returned to the cath lab the next day and the native left anterior descending was stented (versus a saphenous vein graft that was originally cannulated).